Event description:
It was reported that the ilet pump generated repeated alert code 60 indicating a bluetooth communication malfunction, and the device¿s bluetooth version displayed as 0.0.0 despite multiple restarts; blood glucose readings were reportedly not affected. Symptoms included no adverse clinical effects. Outcomes included device replacement processing. Investigation included technical troubleshooting with device restarts. Investigation of this case revealed a persistent communication failure consistent with a bluetooth subsystem malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the bluetooth communication component. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Investigation description: device was powered on, 'about ilet' menu showed addresses for bluetooth and was able to pair to the mobile app with no issues. The engineering logs were downloaded and reviewed; alert 60 was confirmed. Although the alert was confirmed, the issue could not be duplicate during testing. The cause for the alert is undetermined. P1 on mainboard was found detached from the mainboard.